Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a "speaker malfunction" inop was displayed on the intellivue x3 and no sound was coming from the device. The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported that a "speaker malfunction" inop was displayed on the intellivue x3 and no sound was coming from the device. The device was in use on a patient. There was no report of patient or user harm.